Event description:
The customer reported via phone call indicating that the insulin pump had sensor glucose vs blood glucose recurring events. Customer's blood glucose was 21 mg/dl. The customer was treated with glucose IV by paramedic. The customer was advised that the sensors were expired and this could have been the cause of the sensor glucose and blood glucose being so difference. The customer will use sensor that is not expired and monitor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.